Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital due to inflatable penile prosthesis (ipp) mechanical issues. Two weeks later, a surgical procedure was performed in which the pump was removed and replaced. Upon inspection, cracks were identified in the pump connecting tubing; however, the cause for the cracks was not detailed by the facility. The patient was stable and improved following the intervention.

Event description:
It was reported that the patient went to the hospital due to inflatable penile prosthesis (ipp) mechanical issues. Two weeks later, a surgical procedure was performed in which the pump was removed and replaced. Upon inspection, cracks were identified in the pump connecting tubing; however, the cause for the cracks was not detailed by the facility. The patient was stable and improved following the intervention.

Manufacturer narrative:
Correction to field d4: lot number. Investigation summary: with all the available information, boston scientific concludes that the reported allegations a crack in the tubing could not be confirmed as the tube was not returned for analysis. No further anomalies were noted in the returned pump. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this inflatable penile prosthesis (ipp) was thoroughly analyzed. Visual analysis of the pump identified the tubing was cut down to the pump block and not returned. No leaks were identified in the returned component. Upon functional testing, the pump performed within specification. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.